Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing continuous renal replacement therapy (crrt) with a prisma m100 pre set ckt. During treatment, a blood leakage was observed. The exact location of the leak is unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.